Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 27-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 was unable to open. The field service engineer (fse) found that the full-height drawer in auxiliary six had damaged rails, which were replaced, and the bumpers were confirmed operational. The drawer still failed to open fully and required force due to frame misalignment. The slide members were off track, indicating misalignment between the frame and cage. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 failed to open properly and displayed a required maintenance message. The customer rebooted the station and performed recover storage space, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.